Event description:
I have been having recurrent headaches and sinus infections and sinus irritations, trouble with nose and breathing. Have to constantly use sinus spray. I have been using CPAP for many years now but my symptoms above have been with this particular CPAP unit. CPAP info uploaded. I have 2 other CPAP machines in other states that may be in this recall. FDA safety report ID # (B)(4).